Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6)2022. During examination of lead, it was noted that there was loss of capture threshold on the left ventricular (lv) lead during ventricular pacing. No programming changes were made. There were no adverse consequences to the patient.